Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that the ratcheting mechanism on a ratcheting handle was slipping during use. There were no reported patient impacts associated with this event.

Manufacturer narrative:
UDI number: (B)(4). Additional information: (method, results, conclusions) - the returned handle was evaluated. No failures could be detected. The device was found to ratchet as intended. There were no other signs of damage on the device. A review of the manufacturing records did not identify any issues which would have contributed to this event. A cause was not determined as no problems were detected.

Event description:
It was reported that the ratcheting mechanism on a ratcheting handle was slipping during use. There were no reported patient impacts associated with this event.